Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that the reservoir had air bubbles. The representative stated that the customer had high blood glucose and treated with manual injection. The representative reported that the customer declined helpline assistance. The reservoir will not be returned for analysis.